Event description:
It was reported that the patient's right ventricular lead exhibited high and out of range defibrillation impedance. No intervention was performed. There were no patient consequences.